Event description:
The user was seen for a follow-up fitting and channels with abnormal impedances were found. The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
The user was seen for a follow-up fitting and channels with abnormal impedances were found. The user was re-implanted.

Event description:
The user was seen for a follow-up fitting and channels with abnormal impedances were found. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected to have led to device failure over time. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was seen for a follow-up fitting and channels with abnormal impedances were found. Re-implantation has been recommended but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected to have led to device failure over time. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps have been received.